Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy and recurring incontinence. All the components were removed and a new aus was implanted. There patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.